Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the lens appeared "cloudy¿ right from the first use, meaning the user could not see clearly. The lens was new and had only been shipped to the customer this month. Unfortunately, the view was significantly obstructed. It appeared to be foggy. They are not aware of the exact reason for this; however, the customer was not able to resolve the issue by wiping the scope.